Event description:
(B)(6) yo female presented for a cardiac lead extraction of a malfunctioning guidant (B)(4) ICD lead from the right ventricle. The lead was prepped with a spectranetics ez lld. A 14fr. Spectranetics glidelight laser sheath was calibrated and placed over the lead. The lead was adhered to the outflow track of the ventricle creating a significant heal in the atrium at the level of the ivc/atrial junction. The physician maintained traction while lasing and the lead came free. Within 30 seconds of lead release the patients blood pressure dropped and the rescue plan was activated. The cardiac surgeon was present and a pericardial tamponade was diagnosed by ice (intracardiac echocardiography). Pericardiocentesis was attempted, but due to the patients size was ineffective. A pericardial window was performed, drain placed and the tamponade was relieved. Once the patient was stabilized the lead was removed and a new lead implanted. The physician explained this as an injury that occurred when the lead pulled free from the wall using the lld as the traction platform. The patient survived the procedure.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.